Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was static and inaccurate. Customer¿s blood glucose level was 254 mg/dl. Reportedly, customer continued to use the pump for insulin delivery. Additionally, it was reported that the customer administered two large mealtime boluses back-to-back. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Reportedly, customer disconnect from site to address bg. No additional information was known or reported. Recommendation was made to consult with healthcare provider regarding diabetes management.